Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that approximately ten days post implant, the patient's right ventricular (rv) lead had no capture. The lead was re positioned and during the procedure, there was a cardiac perforation. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.